Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. Customer stated that the clip sides were cracked and the belt clip did not stay. The customer stated that the damaged occurred when the clip got caught in her seat getting in a car. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned that the insulin pump turned off without any alarm and with the battery full. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump not received in stuck manufacturing mode unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. No unexpected blank display anomaly. Unit passed the self test. Unit received cracked retainer, minor scratched display window, broken belt clip rails and scratched case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.